Event description:
It was reported that crosstalk leading to non sustained rv oversensing was noted via merlin.net. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information received indicated that high voltage lead impedance intermittently would rise significantly high, sensing was highly variable and there was occasional noise. Isometrics pocket manipulation did not replicate noise. Crosstalk continued to be seen as well.

Manufacturer narrative:
.

Manufacturer narrative:
The reported high pacing lead impedance (pli) was confirmed in the laboratory via device image. The device was tested on the bench and the high pli was traced to an anomalous transistor. It is believed the high pli could have attributed to crosstalk due to the anomalous transistor.